Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. The heart failure appears to be a cascading effect of the recurrent mr. Mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstance as the patient returned to the hospital due to the patient effects and a secondary mitraclip procedure was performed to treat the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to previously filed report, additional information was received. On (B)(6) 2024, a secondary mitraclip procedure was performed to treat the recurrent mr. One clip was implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to a grade of 1-2. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mitral regurgitation (mr) with a grade of 3. It was noted that the previously implanted clip was stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. The heart failure appears to be a cascading effect of the recurrent mr. Mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and serious injury/illness/impairment were results of case specific circumstance as the patient returned to the hospital due to the patient effects but no invention has been provided. There is no indication of a product issue with respect to manufacture, design, or labeling.